Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that two years after the dental implant was placed, in ada site #29 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii with inflammation, pain and mobility. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that two years after the dental implant was placed, in ada site #29 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii with inflammation, pain and mobility. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).